Event description:
It was reported that during a laparoscopic oophorectomy, endopouch pro46 was used. It was also reported that this was the surgeon's first time using this device. Surgeon stated that the support arms broke away from the device and remained within the specimen bag. The surgeon twisted the support arms until he was able to remove them through the trocar. Device discarded. No patient consequence reported.